Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Explant date: unknown. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 16714452/16714452. Product family: scs-lead fixation, upn: (B)(4), model: sc-4316, batch: 16647622/16647622.

Event description:
It was reported that patient experienced ineffective pain relief. No device malfunction was suspected. The patient underwent an explant procedure. All components were explanted and will not be returned. No further information has been obtained despite good faith efforts.